Event description:
Pt originally implanted with foundation shoulder system. Pt became infected, and the glenoid loosened and was replaced with a biomet metal back glenoid and new encore humeral head (date of revision unk). The pt became infected again and was revised to an encore reverse shoulder prosthesis.